Event description:
It was reported during a procedure to suture the ipg in the pocket site (manufacturer report number: 1627487-2023-01520) the ipg became inoperable. Ipg was placed into surgery mode prior to the procedure. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿could not establish connection¿ was confirmed. The root cause was due to the device entering the service application state as a result of the patient's procedure. The device was successfully recovered using the universal engineering programmer (uep) and subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual (B)(4) warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).